Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information, correction: corrected information was received from a medtronic representative regarding this event. The model # and catalog # of the device that were initially given for the event were not correct, so the correct model # and catalog # were provided. Brand name has been updated, and model # and catalog # have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device lot number and UDI number are unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the shaft of the navlock awl tip was deformed. This issue was observed intraoperatively. The procedure was completed with use of the navigation/imaging system and back-up products. There was no surgical delay, and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: device lot number and UDI number updated to proper values. Device manufacturing date also updated to proper value. Device evaluation: the awl probe was returned for analysis. Through visual/physical examination, the reported issue was able to be duplicated. As reported, the returned awl probe had impact marks at the back end causing fit issues with the mating tracker. Analysis determined that there was a physical damage failure with the awl probe. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.